Event description:
It was reported that a user contacted support about perceived nighttime low glucose values, stating readings in the 84¿90 mg/dl range, while device records showed no low events and confirmed that insulin delivery suspends below 80 mg/dl. Customer care provided support that included review of available device data and user-reported history. Investigation of this case revealed no alerts or alarms and no evidence of hypoglycemia in the device records. No clinical symptoms associated with hypoglycemia reported. Outcomes included user education on device behavior and guidance to consult a healthcare professional. It was concluded that no device malfunction was identified and the cause of the reported concern was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.